Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105 in the pediatrics care area. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was reproduced at power up. System error 105 was confirmed through a review of the event history log and found to be caused by a seized motor. The failed motor assembly was replaced. This MDR was initially reported due to the absence of event information. Upon evaluation of this device. The customer stated that there was no patient involvement, therefore because there is no patient involvement, there is no hazardous situation associated with this complaint, it was determined to not be a reportable event. Manufacturer report number 1314492-2016-01557 can be removed from the FDA database.